Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive, with the user noting no screen damage, and functionality was restored after a device restart initiated through the mobile app. Symptoms included no reported clinical effects. Outcomes included no interruption to therapy or need for medical care. Investigation included user interview and remote troubleshooting steps. Investigation of this case revealed the issue resolved with a restart, consistent with a transient user interface function anomaly without hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device software or firmware behavior that was mitigated by reboot.